Event description:
It was reported this event occurred in the sicu. Resistance was felt when advancing the catheter over the guidewire. The guidewire stuck inside the catheter. Both the catheter and the guidewire were removed as one unit. As a result a new catheter was opened and placed successfully. There was a delay reported, but the delay did not cause harm to the pt. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. F/u report will be filed if additional info becomes available.